Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -4.5 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to the patients request. It was reported that there was no abnormality in the postoperative re-examination.